Event description:
It was reported that "the ECG was not working at all. As a result, the staff swapped the pump". There was no report of patient complication, serious injury, or death. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the ECG was not working at all. As a result, the staff swapped the pump". There was no report of patient complication, serious injury, or death. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of ECG loss is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.